Manufacturer narrative:
For lab a, the calibration and qc results were ok. The investigation reviewed the system's alarm trace and found a few sample-related alarms. For lab b, the calibration and qc results, sample pre-analytical details, and system alarm trace were requested but not provided. Lab a performed reproducibility testing with acceptable results. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results for 4 patients tested on two cobas 6000 e 601 modules. The samples were collected, centrifuged, and initially tested at the customer's laboratory (lab a). Due to the patients being "privately insured," the samples were transported to the main laboratory (lab b). At lab b, the samples were centrifuged and tested. For patient 5, the sample was only tested at lab a. Prior to patient testing, troponin qc was confirmed to be ok at both laboratories. The e 601 module serial number at lab a was (B)(4). The e 601 module serial number at lab b was requested but not provided. The troponin results were reported outside the laboratory. The customer believed the lower troponin results were correct and fit the clinical expectations for each patient. On (B)(6) 2021 and at "approximately" 3:00 p.m., patient 2's initial troponin result at lab a was 10.85 pg/ml. At "approximately" 5:00 p.m., the patient's troponin result at lab b was 15.0 pg/ml. On (B)(6) 2021 and at "approximately" 12:00 a.m., patient 3's initial troponin result at lab a was 7.03 pg/ml. At "approximately" 5:00 p.m., the patient's troponin result at lab b was 14.0 pg/ml. On (B)(6) 2021 and at "approximately" 12:00 a.m., patient 4's initial troponin result at lab a was 6.07 pg/ml. At "approximately" 5:00 p.m., the patient's troponin result at lab b was 13.0 pg/ml. On (B)(6) 2021 and at "approximately" 7:00 a.m., patient 5's initial troponin result was 6.42 pg/ml. The customer stored the original sample tube in the refrigerator. An aliquoted sample was created and was stored at room temperature. On (B)(6) 2021 and at 1:00 p.m., the patient's original sample was tested and the troponin result was 18.93 pg/ml. On (B)(6) 2021 and at 1:00 p.m., the patient's aliquoted sample was tested and the troponin result was 19.13 pg/ml. On (B)(6) 2021 and at 7:00 a.m., the patient's original sample was tested and the troponin result was 19.46 pg/ml. The troponin reagent lot number at lab a was 53093901 with an expiration date of 31-jul-2022. The troponin reagent lot number and expiration date at lab b were requested but not provided.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results for 4 patients tested on two cobas 6000 e 601 modules. The samples were collected, centrifuged, and initially tested at the customer's laboratory (lab a). Due to the patients being "privately insured," the samples were transported to the main laboratory (lab b). At lab b, the samples were centrifuged and tested. For patient 5, the sample was only tested at lab a. Prior to patient testing, troponin qc was confirmed to be ok at both laboratories. The e 601 module serial number at lab a was (B)(4). The e 601 module serial number at lab b was requested but not provided. The troponin results were reported outside the laboratory. The customer believed the lower troponin results were correct and fit the clinical expectations for each patient. On (B)(6) 2021 and at "approximately" 3:00 p.m., patient 2's initial troponin result at lab a was 10.85 pg/ml. At "approximately" 5:00 p.m., the patient's troponin result at lab b was 15.0 pg/ml. On (B)(6) 2021 and at "approximately" 12:00 a.m., patient 3's initial troponin result at lab a was 7.03 pg/ml. At "approximately" 5:00 p.m., the patient's troponin result at lab b was 14.0 pg/ml. On (B)(6) 2021 and at "approximately" 12:00 a.m., patient 4's initial troponin result at lab a was 6.07 pg/ml. At "approximately" 5:00 p.m., the patient's troponin result at lab b was 13.0 pg/ml. On (B)(6) 2021 and at "approximately" 7:00 a.m., patient 5's initial troponin result was 6.42 pg/ml. The customer stored the original sample tube in the refrigerator. An aliquoted sample was created and was stored at room temperature. On (B)(6) 2021 and at 1:00 p.m., the patient's original sample was tested and the troponin result was 18.93 pg/ml. On (B)(6) 2021 and at 1:00 p.m., the patient's aliquoted sample was tested and the troponin result was 19.13 pg/ml. On (B)(6) 2021 and at 7:00 a.m., the patient's original sample was tested and the troponin result was 19.46 pg/ml. The troponin reagent lot number at lab a was 53093901 with an expiration date of 31-jul-2022. The troponin reagent lot number and expiration date at lab b were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.